Event description:
A malfunction alarm was reported due to an altitude alert from the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support recommended cleaning the speaker holes and instructed the customer to remove and reconnect the cartridge before resuming insulin delivery. The customer¿s insulin was temporarily suspended during the alarm condition.